Event description:
Approximately 2 months post tavr procedure, moderate to severe pvl (paravalvular leak) jets were observed on tte. The patient was reported as very symptomatic, fatigued and short of breath (sob). Balloon valvuloplasty was scheduled and a tee revealed pvl with the appearance of an underdeployed valve. Tee confirmed two pvl jets (7:11 and 4:5 o¿clock). After bav, angio revealed a significant change in the size of the frame and only trace central aortic insufficiency (cai) and trivial pvl. The patient was in stable condition. Initially, the sapien xt valve was implanted in a 60:40 aortic/ventricular position; post deployment echo revealed no pvl or cai. Two days post procedure, echo revealed trace pvl.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, during implantation the valve was underdeployed, which resulted in worsening pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.